Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken grip that is completely detached from its base. The broken piece was returned with the instrument. Components adjacent to this broken grip do not show damage. Additional finding not reported by site: during the visual inspection, the input disk # 6 was found to be broken and completely detached from the base. The missing wheel was not returned with the instrument. Other backend components adjacent to the broken input do not show damage. The complaint was confirmed by failure analysis.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, user noticed that the jaws of the fore bipolar instrument were bent and would not move. The user continued and completed the procedure with no further issues. No fragment fell into the patient. No known impact or patient consequence was reported.